Event description:
The customer reported her blood glucose reached 300 mg/dl less than 48 hours after the pod was activated. Upon deactivation she noticed the cannula was out of her skin and that it was also bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.